Event description:
Customer reported that the insulin pump alarmed button error and unexpected restart. Customer stated she had just finished an intense workout and she keeps the insulin pump in breast so pump may have been exposed to moisture. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
No delivery alarm noted. The insulin pump passed self- test, no delivery error test and displacement tests. The insulin pump was received with moisture damage found on lcd board. No button error alarm noted. The insulin pump had intermittent act button due to moisture damage on keypad trace. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.